Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) had device performance issues. The patient underwent an ultrasound where it was noted that there was a fluid leak in the pressure regulating balloon (prb) tubing connection. The physician explanted and replaced the prb. There were no patient complications.